Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified rdg1 lesion with calcification and proximal stenosis. Device was inspected before use, no issues noted. Negative prep/purging was not performed on the device prior to use. Lesion was pre-dilated. No resistance was noted while advancing to the lesion. It was reported that the stent balloon burst at 8atm on the first inflation. There was a sudden drop in pressure. Device was not moved or repositioned in the lesion prior to the burst. It was reported that the stent was slightly expanded. It was not possible to remove the delivery system or stent. The patient was intubated and transported via helicopter for aorto-coronary venous double bypass surgery at another facility. Patient is recovering in hospital. The physician believes that is was a device malfunction.

Manufacturer narrative:
Evaluation summary: the delivery system returned loaded in a guide catheter and a haemostatic valve. There was a detachment on the guide catheter 89.2cm distal to the strain relief. There was a detachment on the distal shaft 122.5cm distal to the strain relief. The distal shaft material was jagged and uneven at the detachment site. Kinks were visible on the distal shaft 12.1cm, 13.8cm and 14cm distal to the detachment site. The stent was not present on the balloon and did not return for analysis. The balloon folds were slightly expanded and blood was visible in the balloon and inflation lumen. Crimp impressions were visible on the exposed balloon surface. The device failed negative prep. On pressurisation of the device, a leak was observed on the balloon distal cone. Upon visual inspection of the balloon a short longitudinal tear was evident on the balloon distal cone. A lead in scratch was visible proximal to the tear site. Image review: images confirm the presence of disease in the left coronary arteries. The lcx and lad were wired and pre-dilation of both vessels was completed. The target vessel was severely calcified and the ivus imaging confirm the tight stenosis and calcification int he vessel. The resolute integrity device was delivered across the lesion int he proximal part of the vessel. The images show that the stent did not expand on inflation of the balloon but the proximal end of the stent partially expanded. This suggests that there was a leak site on the distal end of the balloon. But no contrast leakage was evident on the images to confirm this. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) 2017: additional information received confirms that the detachment occurred during positioning at the lesion site (in vivo). If information is provided in the future, a supplemental report will be issued.